Manufacturer narrative:
Other applicable components are: product ID 3708340 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type extension product ID 3487a lot# l60132 serial# implanted: (B)(6) 1999 explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there were high impedances. During surgery, it was determined that the extension was okay, but the lead had high imp edances. Once the lead was removed, they were unable to place a new lead. The patient was being referred out for a paddle. No environmental factors were noted to have contributed to the event. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the lead was explanted on (B)(6)2017. The device was not working and pre-device signs and symptoms returned. The cause of the high impedance was not determined, but a faulty lead was verified by a manufacturer's representative (rep). The lead was unable to be placed due to an obstruction at t12. The lead was not able to be advanced after many attempts. A new lead has not been placed. No further complications were reported.